Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure the surgeon noticed a lenses that was scratched on two sides of the optic. The surgeon believe that this incident could be related to the cartridge. A new lenses was opened and no issues occurred when using a new cartridge. Additional information has been received and stated that the lens was removed during initial procedure and replaced with unspecified lens. In surgeon opinion the scratch was caused by the company cartridge. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. A used company cartridge was returned. Viscoelastic was observed in the cartridge. No damage was observed. The cartridge did not have evidence of being properly seated in a handpiece. The used company) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Photos were provided. The photos showed the implanted single-piece toric lens. The optic had angled cracks on opposite edges. This damage was similar in appearance to damage caused by a plunger override. The reported company cartridge lot number was not provided. Lot specific reviews for similar complaints or non conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Qualified associated products were indicted. The root cause for the lens damage could not be determined. No problem was found with the returned company cartridge. Top coat dye stain testing was conducted with acceptable results. The cartridge did not appear to have been fully seated in a handpiece. This could have cause the lens or plunger to be misaligned during advancement. The photos showed the implanted single-piece toric lens. The optic had angled cracks on opposite edges. This damage was similar in appearance to damage caused by a plunger override. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.